Manufacturer narrative:
Block b3: exact date unknown, event occurred several years prior to the date the manufacturer became aware. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.